Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding instability involving a triathlon insert was reported. The event was not confirmed. Material analysis concluded: in-vivo service related damages to the articulating surfaces included burnishing and third body indentations. These are commonly identified damage modes on uhmwpe tibial inserts. There was no evidence of manufacturing or material defects on the returned ultra-high molecular weight polyethylene (uhmwpe) tibial insert. Damages to the articulating surfaces included burnishing and third body indentations. These are commonly identified damage modes on uhmwpe tibial inserts. There was no evidence of manufacturing or material defects on the returned ultra-high molecular weight polyethylene (uhmwpe) tibial insert. A review of the provided x-rays by a clinical consultant indicated: the tibial component appears somewhat larger than the femoral component and the femoral component is laterally translocated approximately 1-centimeter with exposed lateral distal femur. On the lateral x-ray the tibia appears to be sloped 2° to 3° anteriorly. There is no evidence of loosening or pathology on these films. No patient demographics, no clinical or past medical history, no operative reports, and no examination of explanted components are available for review. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation. Device history review: there have been no reported discrepancies for the referenced lot. Complaint history review: there have been no reported events for the lot referenced. Review of the provided x-rays by a clinical consultant indicated the tibial baseplate was not optimally positioned and may have contributed to the reported instability, although it cannot be confirmed. The reported increase in tibial insert thickness suggests soft tissue laxity was present, however it also cannot be confirmed given the limited information provided. The triathlon knee system primary surgical protocol provides adequate instructions for proper implant sizing and positioning. There is no evidence to suggest that the reported event was device-related.

Event description:
It was reported that the patient experienced instability and pain and surgeon decided to swap out the poly from 11mm to 16mm insert.

Event description:
It was reported that the patient experienced instability and pain and surgeon decided to swap out the poly from 11mm to 16mm insert.